Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted and the patient experienced dizziness postoperatively. According to the report, the doctor adjusted the pressure level settings, but the patient was still experiencing dizziness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.